Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low mg/dl due to the pump time was incorrect, cause was unknown. The low bg was addressed with a glucagon injection. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.